Event description:
It was reported that the patient ran out of dexcom g7 continuous glucose sensors and could not use the ilet system as a result, with no device malfunction details available. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.